Event description:
It was reported that during a supply change the cartridge displayed no insulin and insulin delivery stopped until the user was guided to correctly complete the remaining supply change steps, after which insulin delivery resumed and blood glucose trended down from 220 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia without need for outside assistance or medical intervention. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed incomplete supply change procedure by the user, with no device alarms or malfunctions reported and no defective component identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related procedure error leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.